Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: age at time of event: 18 years or older.

Event description:
It was reported to boston scientific corporation that the wallflex esophageal stents was to be implanted to malignant stricture during a gastroscopy with esophageal stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was placed and was deployed distally beyond the stricture. The stent was difficult to remove as the stricture was too tight. The procedure completed using an alternate device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that the wallflex esophageal stents was to be implanted to a malignant stricture during a gastroscopy with esophageal stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was placed and was deployed distally beyond the stricture. The stent was difficult to remove as the stricture was too tight. The procedure completed using an alternate device. There was no patient complications reported as a result of this event. Additional information received on may 26, 2025: the second stent was placed in the most effective position; just before the stricture and inside the first stent. The physician was confident with its placement.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on may 26, 2025. Block a2: age at time of event: 18 years or older. Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable event of additional device required.